Manufacturer narrative:
(B)(4). Guide wire: cordis sion. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the calcified distal left anterior descending (dlad) artery and the mid right coronary artery (mrca), after predilatation a 3.0 x 33 mm xience prime was advanced but could not cross the lesion. It was noted that the stent implant struts were flared and the stent was moved on the balloon during removal; there was no reported adverse patient effect. A non-abbott stent was used successfully in the procedure. After the dlad stent placement, a 2.5 x 38 mm xience prime sds was attempted to cross the mrca lesion but failed. A non-abbott stent was used to treat the vessel. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage and stent movement were confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.